Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and the device evaluation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power failure was due to printed-circuit board failure. However, the definitive root cause of the defective printed-circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Tac (technical assistance center support) communication with the customer found the customer device needs to power up multiple times to get the monitor working however, the monitor does not function, front panel is not responsive most of the time. Tac advised customer and transferred customer to repairs to get them set up to have the unit sent in as there is an internal issue with the monitor. Customer was also assisted to get a loaner. To date, the subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the monitor does not function all the time. The unit needs to power up multiple times. The front panel is not responsive. There is no patient involvement associated on this reported event. No user injury reported.